Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple drawers were reported failed. A field service engineer (fse) found multiple auxiliary and main drawers, the aux four door tower, and the remote manager in a failed state. Fse reseated all bus cable connections after confirming no physical damage, restoring drawer communication. All drawers were tested in the hardware test application and verified to be functioning, and a reboot confirmed no further drawer failures. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed, and storage space could not be recovered. The system displayed the error device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.